Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A consumer's wife reported that after her husband had bilateral intraocular lens (iol) implant procedures, he was instructed to wear a visor to help with the glare. He was informed about glistenings by his current doctor after seeing his implanting surgeon and several other doctors who did not tell him about glistenings. He has had the lenses for 2 years and he is not seeing well and glare in the left eye more than the right eye. Additional information was provided confirming that the iol was exchanged in a second procedure. Additional information was provided by a nurse, who reported that the patient had no complaint of glistening at his last visit. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon whom performed the exchange procedure, that the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint could not be verified due to condition of returned sample. The results from the product history record review indicated the product met release criteria. Additional observations were as follows; iol returned adhered to lid of specimen container with dried solution. Both haptics are broken/torn and not returned. The optic is scratched/marked-rejectable. The optic is torn/split-cut/cracked. No lens bench check could be conducted due to condition of returned sample. No root cause identified as the reported complaint " glistenings" was not observed. Based on the results from the product and batch history record, the product met release criteria. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned adhered to the lid of a specimen container. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (optic scratched/marked, optic torn/split-cut/cracked and both haptics broken/torn) would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided via a letter from the dept. Of health and human services report number mw5076689, indicating that the consumer reported that he experienced extreme photosensitivity with blurred vision that worsened through the initial several postoperative weeks mandating use of dark sunglasses and avoidance of room lighting. Different ophthalmologist evaluation noted chronic issues with glistenings and recommended a lens exchange. Following the completion of lens exchanges, attending noted yellow color of defective lenses. The visual disability caused by the glistenings within the defective iols was relieved but career was ended by inability to practice clinical dentistry for three years.